Event description:
The customer reported a bulging pump segment to their cfn (B)(4) sales rep, and said that "this frequently happens when the tubing is replaced at 96h", however no details of any events were provided, i.e. No specific frequency, no dates of events or any other information was provided by the customer. There is no report of any patient harm or medical intervention.

Manufacturer narrative:
The customer complaint of pump segment bulge was confirmed per picture received by customer. The bulge was located on the silicone segment near the upper fitment. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.